Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing diaphragmatic stimulation from the left ventricular (lv) lead. The lv lead was rep programmed to monitor only. Approximately twenty hours after reprogramming the lv lead the patient experienced palpitations and chest pain similar to the previous diaphragmatic stimulation. The left ventricular (lv) lead remains in use. No further patient complications have been reported as a result of this event.